Event description:
On (B)(6) 2015, the reporter contacted lifescan france, alleging (B)(4) . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 4/17/2015 device evaluation. The lay user/patients test strips have been returned on 3/3/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings:the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.